Event description:
My shoulder was hurting up into my neck and head, I had tried several creams to no avail, -sports creams, aspercream, etc- we were in store looking at additional muscle relievers when we saw the icy/hot, so I bought a package, later that night we -my wife and I - put the patch on my shoulder where I thought it was hurting, I slept with this thing on all night thinking all the time how uncomfortable this thing is, and it never did stop the pain. So the next morning my wife removed the patch and about noon it was still hurting, I went into the bathroom and looked in the mirror and the entire area of where the patch was had blisters, some as big as pencil head, some as big as a dime. This stuff needs to be taken off the market. I threw mine in the trash can. It took about 2 weeks for this to heal and I still have the scars to prove it. Dose or amount: unk, frequency: 1 night, route: top. Dates of use: 2006 approx 7 hours. Diagnosis: shoulder hurting up into my head. Event abated after use stopped: yes.